Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unknown breast surgery with a mentor memorygel, 525cc silicone breast implant experienced right sided capsular contracture grade IV post procedure. The issue was diagnosed in the doctor¿s office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on november 16, 2021 indicated that the patient experienced bilateral capsular contracture, unknown grade on the left side. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3506504bc sn#;(B)(6), r/ 3506504bc, (B)(6). Date of implantation for the right side is (B)(6) 2019, and for the left is (B)(6) 2019. Suspect device received on november 23, 2021. Device evaluation completed on december 01, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 525cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). On november 30, 2021, mentor became aware that the follow up (2) reported mistakenly that the two files are duplicated. Please disregard follow up (2).

Manufacturer narrative:
On october 12, 2021 additional information received indicated that the patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 26, 2021 mentor became aware that this complaint is a duplicate of the manufacturer report number: 1645337-2019-25695, and this file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this manuf#:(1645337-2019-25695). Manufacturer¿s reference number: (B)(4).